Event description:
Product analysis on the returned lead was completed and approved on (B)(6) 2012. No obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the reported high impedance complaint. Attempts to obtain further information have been unsuccessful to date.

Event description:
It was reported that during a generator replacement for eos, high impedance was observed when the generator was replaced. Pin re-insertion was attempted three times, and each time diagnostics revealed high impedance. Generator diagnostics were also performed outside the pocket and the generator was functioning properly. No specific results were provided. High impedance was not observed prior to this replacement as the generator could not be interrogated. The last diagnostics available were from a year prior and were said to be normal, however the date and exact results were not provided. After the lead was replaced, diagnostics revealed normal impedance of 1016 ohms. The explanted lead has since been returned for analysis; however analysis is not yet complete. Attempts for additional information are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.